Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a scheduled transmission review, variable right ventricular (rv) thresholds were seen on trends from 1 to 5v. The right ventricular automatic threshold (rvat) showed correct function with a threshold of 3.5v. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that this rv lead continues to show variable rv thresholds seen on trends. The number of high thresholds is increasing, there could be a possibility of loss of capture occurring. Additionally, this lead triggered an alert for intrinsic amplitude out of range. No adverse patient effects were reported. This rv lead remains in-service.